Manufacturer narrative:
It was reported that while trying to remove the coude catheter prior to a transurethral resection of the prostate (turp) procedure, fluid was unable to be aspirated from the inflation port to deflate the catheter balloon. Reportedly, the hub of the inflation port was then cut off and a guidewire was passed through the inflation lumen by the physician in an attempt to deflate the catheter balloon but this was not successful. The physician then inserted a semi-rigid ureteroscope into the penis and passed it long the side of the coude catheter and the catheter balloon. The catheter balloon was able to be deflated upon passing it with the ureteroscope and the coude catheter was removed without further reported incident. There was no reported impact to the patient's stability or to the turp procedure. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for medical intervention to deflate the coude catheter's balloon, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the coude catheter's balloon would not deflate during removal.